Manufacturer narrative:
Implant could not be detached from the implant holder (during insertion of the implant). Implant was removed during the same session. No new dental implant was placed claim was received 07/22/2022 and was re-evaluated 03/23/2023. First it was unclear if the case is reportable. Now it turned out that this claim is reportable as there was no new implant placed during the initial surgical procedure. Implant was evaluated and showed no deficiencies. User should have consulted IFU to prevent this from happen.

Event description:
Implant could not be detached from the implant holder (during insertion of the implant). Implant was removed during the same session. No new dental implant was placed.